Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
He customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 488 mg/dl. Customer¿s current blood glucose value was 331 mg/dl. The customer treated with an insulin shot with a syringe. Troubleshooting was dose for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital as a result of low blood glucose. Based on customer report customer does not allege pump was under delivering. The customer performed self and high pressure test and both did passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The device was received with cracked keypad overlay at select button. It was received with minor scratched display window, case and keypad overlay texture damaged.